Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknow medication via implanted infusion pump. It was reported that when filling a pump on (B)(6) 2024, the tablet gave a notification (error code 529) that there had been an engine stop and it had been automatically restarted. In the logs the hcp saw that it was on a day in september, after which a pump restart was performed after 2 minutes. The hcp was wondering how it was possible. If the alert was an internal defect or had the pump been close to a magnet, apart from an MRI (the patient had not had one). The hcp was wondering if this could also be done through a blocker gate. The patient's serial number and implant date ((B)(6) 2022) of the pump were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a company representative. The initial reporter and hospital associated with the event was provided.

Event description:
Additional information was received via a company representative. The hospital associated with the event was provided.

Manufacturer narrative:
B5 correction: regarding the previous report (follow-up # 1), the indication of "initial reporter" having been associated with the event was removed. E1 correction: the initial reporter was corrected to indicate (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.